Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported a suspected faulty insulin pod that led to sustained hyperglycemia and ketones overnight, prompting medical advice to go to the hospital. The patient¿s symptoms included a sore head, confusion, and sickness. The patient experienced rising glucose and ketones on (B)(6), called out-of-hours services, and attended the emergency room at (B)(6) hospital in (B)(6) from approximately 9 p.m. To 3 a.m. On (B)(6). The controller displayed an error reference and later an automated delivery restriction alert. The pod had been on the patient¿s back for about two days, with no signs of leakage, odor, or site reaction, and the hospital removed and disposed of the pod around 2 a.m. The patient administered a correction by pen at 2 a.m. After a bolus earlier in the evening which was administered by the doctor via the pod. There were no diagnosis and no further treatment.